Event description:
It was reported that the health care professional (hcp) called for review of device data for this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services reviewed and found there was t wave oversensing due to a morphology change. However, there was no inappropriate therapy as a result. Additional information was received which reported that the patient had a treated episode recently in which the patient experienced one inappropriate shock due to t-wave oversensing. It was noted that the patient appears to be having frequent ectopy with single, couplet and triplet premature ventricular contractions even with intermittent t-wave oversensing. The patient appears to have developed a bundle branch block. Technical services discussed programming optimization and troubleshooting options. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) called for review of device data for this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. Technical services reviewed and found there was t wave oversensing due to a morphology change. However, there was no inappropriate therapy as a result. Additional information was received which reported that the patient had a treated episode recently in which the patient experienced one inappropriate shock due to t-wave oversensing. It was noted that the patient appears to be having frequent ectopy with single, couplet and triplet premature ventricular contractions even with intermittent t-wave oversensing. The patient appears to have developed a bundle branch block. Technical services discussed programming optimization and troubleshooting options. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported the subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted and replaced with a non-boston scientific manufactures device. No additional adverse patient effects were reported.